Manufacturer narrative:
Medwatch with (B)(6) is aviva system 1, medwatch with (B)(6) is for aviva system 2.

Event description:
Caller reported blood glucose results of 452 mg/dl on aviva system 1, 146 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.